Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure in 11/2003. The arterial access site was confirmed in the right superficial femoral artery. It was reported that the perclose device was inserted without difficulty and deployed successfully achieving hemostasis. The patient was then transferred to a room for an overnight stay. The next morning, the patient complainted of "some" right leg pain. It was reported that the distal pulses were present; therefore the patient was discharged home that afternoon. Approximately two hours after discharge, the patient contacted the physician complaining of a "cold" right leg and pain. The patient was instructed to return to the hospital. A doppler study was performed which revealed an occlusion. The patient was taken to surgery for removal of the perclose suture, repair of the vessel with an unspecified type of graft and "declotting" of the vessel distal to the site. The surgeon reported that the posterior intima flap was sewn to the anterior wall at the perclose site. The patient was discharged on an unspecified date and is recovering well. There were no reported adverse patient sequelae.